Manufacturer narrative:
(B)(4). The new information provided by the customer indicates that no patient was involved during the vent malfunction.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the analog interface (ai) printed circuit board (pcb) to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator became inoperable. It is unknown if the patient was transferred to another ventilator. Additional information was requested.